Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Device was evaluated by customer only. Multiple attempts from asp were made to obtain the device evaluation, repair, and operational status with no response. Based on the information available and the testing conducted, the cause of the reported problem was unable to confirmed. The reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. Asp tried several times to gather the information for root cause and resolution for the reported problem. However, customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.